Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, on (B)(6) 2014, the patient was referred from another hospital for a stent removal procedure. It was noted that the stent had migrated to the stomach. The physician attempted to remove stent but the removal suture broke. The stent was unable to be removed and the patient was sent to another facility for stent removal. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.